Manufacturer narrative:
H6: additional method code: 4110. Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided that show four closure tops have migrated from their screws. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that post-operative x-rays showed the closure tops had backed out of the pedicle screws at l3 and l4 bilaterally. A revision surgery was subsequently performed where the closure tops and rods were removed and replaced with new closure tops and rods. This is report five of eight for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2023-00064 through 3012447612-2023-00071.

Event description:
It was reported that post-operative x-rays showed the closure tops had backed out of the pedicle screws at l3 and l4 bilaterally. A revision surgery was subsequently performed where the closure tops and rods were removed and replaced with new closure tops and rods. This is report five of eight for this event.